Event description:
The report from the affiliate indicated that during a coronary stenting procedure, a cypher 2.5 x 18mm stent was being implanted after pre-dilation at the mid left anterior descending (lad) target lesion. The lesion was reported to be: moderately clacified, slightly tortuous and a 90% stenosis. The physician noted that contrast medium was noted to be leaking before six (6) atm of pressure. The stent delivery system (sds) was removed and the shaft of the sds was noted to have ruptured. The stent was post-dilated using the same balloon as during the pre-dilation. There was no reported patient injury. The physician's comment was that the balloon started to deflate slowly due to the leakage and that he was concerned about the possibility of dissection.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.